Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient was experiencing shortness of breath, similar to that experienced prior to implantable pulse generator (ipg) implant. It was also noted that the patient developed "massive blood clots in his lungs and his legs." Communication attempts were made to obtain additional information but were unsuccessful. The ipg remains in use. No further patient complications have been reported as a result of this event.